Manufacturer narrative:
Other applicable components are: product ID 8784 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 8 mg/ml morphine at 1.32 mg/day and 22 mg/ml bupivacaine at 3.63 mg/day via an implantable pump for non-malignant pain. It was reported that the patient was in for a refill last week and the pump could not be filled. The physician found the pump flipped under fluoroscopy and the patient stated the pump had been flipping since implant. A pocket revision was scheduled for (B)(6) 2017, where it was found that the sc connector was on the pump, but disconnected from the catheter. Additionally, it was noted the catheter was not found in the pocket site and it was thought it may have detracted from continuous pump flipping. The pump pocket revision resulted in a pump explant due to the catheter disconnection. The patient had no signs or symptoms of withdrawal and it was unknown where drug was being delivered and how long the catheter had been disconnected. Oral medications were ordered. External, environmental, or patient factors were not applicable. The issue was resolved and the patient was noted to be "alive - no injury". It was later reported that the sc connector was still attached to the pump and the catheter was broken off just past the sc connector. The rem aining catheter stayed implanted in the patient. No further issues were reported or anticipated.

Manufacturer narrative:
Analysis of the pump found no anomalies. Analysis of the catheter found no significant anomalies. A tear was seen in the seal material near the guide ring. However, no leaking was observed during pressure leak testing in the lab. (B)(4). If information is provided in the future, a supplemental report will be issued.